Event description:
It was reported to philips that there was a problem with the propeller movement. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by a cold restart. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system had problems with geometry movements. Review of the logfile by rse confirmed the violation of beam propellor position. Upon functional testing, the fse found bodyguard error causing the movement issue of c-arm. To resolve the issue, the fse adjusted the propeller potentiometer and the motor current. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, there are two methods for restarting the system: ¿warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. ¿ cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ if a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of movement was restored with one warm or cold restart and the procedure was completed, it was unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.